Event description:
A medtronic representative reported intermittent tracking that occurred while registering for a surgery. Registration was unsuccessful and the surgeon opted to discontinue navigation to complete the procedure. There was no impact on patient outcome.

Event description:
A medtronic representative reported that after first registration the surgeon noticed an approx 10mm error in verifying anatomical positioning.

Manufacturer narrative:
A medtronic representative went to the site to test the system and instruments. During testing the registration probe had a geometry error of 0.73. She had to contort the probe in the divot before it would verify, which indicates that the probe is bent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device manufacturing date is unavailable at this time. Software investigation not completed at time of this report.